Manufacturer narrative:
Method = x-ray. Evaluation summary: as received, the valve exhibited cuts in the sewing fabric exposing the wireform. The stent distortion most likely occurred at the time of explant. The valve exhibited heavy calcification in the cusp of leaflets 2 and 3, and minimal to moderate at the cusp of leaflet 1. At the free margins calcification was moderate at leaflets 2 and 3 and minimal to moderate at leaflet 1. The x-ray also demonstrated calcification. Moderate to heavy host tissue overgrowth encroached onto the tissue outflow and into the orifice at the greatest point by approximately 4mm. Host tissue is minimal at the stent outflow additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The returned device evaluation confirms calcification and host tissue (pannus) growth as the primary causes of the reported stenosis. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, patient medical history was not provided. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.

Event description:
Reportedly a 27mm mitral valve was explanted due to stenosis after an implant duration of approximately 7 years. The operative report confirmed the reported mitral stenosis, indicating: "the valve was inspected. There were two fixed calcified leaflets. There was no pannus over the valve. The two leaflets were rigid and nonmobile. One leaflet had some mobility but was also calcified."